Manufacturer narrative:
Philips has investigated this complaint. Philips filed service engineer visited the site and reconnected ippc. Fse could not replicate the problem, the system was verified to be functioning according to specifications and was returned to operation. No failure was identified. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.